Event description:
It was reported that bd connecta plus3 blue had connection issues. The following information was provided by the initial reporter: very frequent disconnection, blood flows out. We have to connect the tap very tightly and then almost never get it disconnected again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 4 samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no defects or abnormalities. The samples were functionally tested, and our test results showed no signs of the failure mode. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and these batches meet our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
Our quality engineer inspected the 4 samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no defects or abnormalities. The samples were functionally tested, and our test results showed no signs of the failure mode. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and these batches meet our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
1. We would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: no a. Unused (before use) b. Used (during or after use) c. Important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. 2. Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. No 3. If it is not possible to return the physical sample, can you provide detailed photographs of the affected product? No 4. Has there been any patient impact (serious injury, medical intervention, change of treatment required)?no.